Event description:
The customer reported that the 9900 system was arcing then locked up during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, high voltage tank, and supply regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service.